Manufacturer narrative:
Other applicable components are: product ID: 64002, lot# n567221, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: adapter. Final analysis of the pocket adapter (lot# n567221) revealed no anomaly.

Event description:
Information was received from a health care provider (hcp) reported via a company representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders . It was reported that the patient returned to clinic with lack of efficacy one day after battery change. They checked impedance of implantable neurostimulator (ins) and it read over 40000 ohms. It was indicated that the impedance checked both pre-operative and operatively showed normal. They performed impedance check and leads were renumbered multiple times to ensure that the ins was programmed appropriately. Despite troubleshooting, the patient was taken for operative troubleshooting on (B)(6) 2016. It was indicated that the patient pocket was opened and the wire of the pocket adaptor was removed from the ins and reinserted. Impedances were checked and in normal range. Despite the new impedance values, the hcp made decision to replace the pocket adaptor. The issue was resolved at time of the report. The patient recovered with sequela was noted.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient's essential tremors were poorly controlled a day after the implantable neurostimulator (ins) replacement and prior to the pocket adaptor replacement. All contacts were greater than 40,000 ohms at 3.0 volts and the surgeon identified the pocket adaptor as the source prior to its replacement. Refer to attached user facility report #(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.